Event description:
It was reported that a thromboembolism occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was attempted to be implanted. During repositioning and deployment of the closure device, laminar thrombus from inside the laa was liberated to an unknown location in the patient. The case was aborted due to an inability to meet release criteria. No other larger devices were available to implant in the patient. No patient complications were reported. The physician intends to attempt another implant in the future.